Manufacturer narrative:
The pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex embolization device was returned within the phenom 27 catheter. The pipeline flex pusher was found protruding from within the phenom 27 catheter hub for ~50.5cm. No damage was found with the phenom 27 catheter hub. No bends or kinks were found with the phenom 27 catheter body. No damage was found with the phenom 27 distal marker/tip. The pipeline flex embolization device was pushed out from within the phenom 27 catheter without issue, deploying the braid. No bends or kinks were found with the pipeline flex pusher. However, the pusher was found detached at the distal hypotube weld (solder joint). There was no evidence of stretching or elongation with the pipeline flex pusher. The resheathing pad/marker were found in good condition. Dried blood was noted on the pipeline flex braid. The pipeline flex braid ends were found fully open, but damaged (frayed). The pipeline flex pusher ptfe sleeves and tip coil were found to be in good condition. The phenom 27 catheter total length was measured to be ~156.2cm and the useable length was measured to be ~149.7cm which is within specification (specification: 150cm ± 5cm). The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows the presence of tin (sn). Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The patient¿s vessel tortuosity was ¿minimal¿, and it was reported the braid was not deployed in a vessel bent. It is possible the damage found with the pipeline flex braid contributed to the event. As dried blood was found within the pipeline flex braid this would possibly contribute to the reported issue. Information regarding if a continuous saline flush was maintained was not reported. However, the root cause could not be determined. Regarding the solder joint separation issue, the investigation determined that this event is similar to events that had already been investigated, and another investigation is not necessary. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Event description:
Additional information received indicated the pipeline was not placed in a bend when it failed to open. Resheathing was performed twice per the instructions for use (IFU), but no other steps were taken in an attempt to open the stent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal end. The patient was undergoing treatment of a ruptured ica blister aneurysm with a max width and diameter of 1mm. The devices were prepared as indicated per the IFU and the patient's vessel tortuosity was minimal. Dual antiplatelet therapy was administered, with the patient given 50mg prasugril and 150mg ecoaspirin.